Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: it was reported one cannula holder had a crack. To aid in the investigation, one sample and one photo were provided for evaluation by our quality team. The sample came with no packaging blister, but has the plastic shield. A visual inspection was performed and the needle hub has a crack. No other defects or imperfections were observed. The photo provided shows a needle hub with a crack. This defect can occur during manufacturing if the needle hub was not centered properly in the fixture inducing damage. A device history record review was completed for provided material number 302047, lot number 9058790. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. We will continue to pay special attention when performing the in process and product inspections. Based on the investigation and with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ bulk, non-sterile needle hub was cracked. The following information was provided by the initial reporter: "the reason was again that 1 cannula holder had a crack."